Event description:
The rep reported that there was a volume discrepancy greater than 25%. The pt was experiencing a loss of therapeutic effect. The expected residual volume (erv) was 6cc and actual residual volume (arv) was 17cc. An x-ray in 2008, revealed the tip of the catheter at t10 and not disconnected. However, the hcp filled a small amount inside; there was none in the catheter and he was unable to aspirate csf. There was marked resistance to the injection. The rep reported the catheter was kinked. A roller study was performed; no problems, the rotor moved with a bolus. The catheter was revised. The pt outcome was reported as no injury, ongoing. The drug used was morphine.